Event description:
It was reported that during a hip arthroscopy using the super turbovac 90 wand, the tip of the wand detached and fell into the surgical site. The tip was retrieved with graspers and the surgeon is confident that no debris was left inside the patient. There was no significant delay or patient complication reported as a result of this event.